Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via telephone call that the insulin pump alarmed for a battery out limit. The battery was changed several times. The caller was advised that the alarm was normal insulin pump behavior and a replacement battery cap was sent. The blood glucose reading was 421 mg/dl. The insulin pump was not replaced or returned for analysis.